Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "slap hammer was being used with the vice grip stem removal attachment. Upon closing vice grip, part of the handle sheered off. The handle no longer works."